Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose value was 199 mg/dl at the time of the incident. The customer stated that when they got the new insulin pump within the first 20 minutes it had to rewind, and had an insulin pump error. The customer stated that the insulin pump was not exposed to a high magnetic field. The pump has not been around any other magnetic field. The customer stated that they were able to clear the alarm and were able to complete the insulin pump rewind. The insulin pump passed the displacement test. The insulin pump again had an insulin pump error alarm. The only thing around the insulin pump with magnetic field was the customer¿s purse with magnetic button. The device will not be returned for analysis.